Event description:
Complainant alleged that this cable caused a "cable fault" message and "check electrodes" message on thier device. The complainant indicated there was no pt involvement with this reported malfunction.